Manufacturer narrative:
Evaluation summary: the nanocross elite device was received for evaluation. Not all components were received. Approximately 120 mm of balloon chamber, four radiopaque marker bands, and distal tip were not returned. The device was received loaded on a 0.014¿ compatible guidewire. Approximately 30 mm of the 150 mm length balloon was received. A radial tear fracture face could be seen on the proximal balloon segment. The blue inner guidewire lumen exhibited longitudinal tensile stretching and necking down onto the 0.014¿ compatible guidewire. The inner guidewire lumen exhibited over 22 cm of longitudinal tensile stretching. Seven cine images were provided for review. The first image is of a pre-procedure contrast flow in the targeted vessel. The second image is pre-procedure of the targeted vessel. The third and fourth images are of contrast flow through the targeted vessel - a radiopaque marker band can be seen in the image proximal of the patient¿s right knee. The fifth image is of the targeted vessel - a radiopaque marker band can be seen in the image proximal to the patient¿s right knee. The distal tip of a support catheter can be seen to the right of the radiopaque marker band. The sixth image is of the targeted vessel - a radiopaque marker band can be seen in the image proximal to the patient¿s right knee. A guidewire can be seen within the targeted vessel. The seventh image is of the targeted vessel - a radiopaque marker band can be seen in the image proximal to the patient¿s right knee. A non-medtronic 5 mm x 150 mm stent can be seen implanted and covering the radiopaque marker band. The marker band can be seen located in the proximal third of the non-medtronic stent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a nanocross device with a non-medtronic 7fr sheath and 0.014¿ guidewire for treatment of a severely calcified 60 mm cto (chronic total occlusion-100%) lesion in the mid right popliteal artery. The vessel was described as being moderately tortuous and 4 mm in diameter. It is reported the device was prepped as per IFU without issue. During the first balloon inflation at nominal pressure (8 atms), the balloon is reported to have burst. Part of the balloon is reported to have sneered off on calcification. The physician then deployed a stent to revascularize and pin up the remaining balloon material to the vessel wall. No patient injury was reported.